Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. It was reported the patient was to be treated with intraperitoneal cipro for the peritonitis (no further details). At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.